Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. Additional information indicated that ra lead was eroding due to suspected twiddling or touching at the site of the device. The ra lead was explanted. There were no additional adverse patient effects reported.